Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and prior to starting the inserted impella cp pump, an impella defective alarm appeared on the automated impella controller (aic). The device was unplugged and plugged back in; however, the issue persisted. The pump was subsequently removed and a new impella pump was placed for patient support. There was no harm to the patient as a result of this event.